Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level above 400 mg/dl. Cause was not known. The customer required assistance and went to the urgent care for a manual injection. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.